Manufacturer narrative:
The explanted ipg will not be returned. It is indicated that the explanted device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient underwent an ipg explant procedure. The patient is reportedly doing well following the procedure.